Event description:
It was reported that suspected perforation was observed. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis was normal. No anomaly was found. A lead stiffness test was performed and the lead was found to be within specification.